Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2004: the patient presented with l5-s1 instability with disk degeneration and underwent the following procedures: decompression l4-s1, full laminectomy at l5. Diskectomy l5-s1 bilaterally, medial facetectomies. Posterior lumbar inter-body fusion at l5-s1, synthes 9-mm *2. Instrumentation to l5-s1, 3d texas scotish rite hospital 35 mm * 2, 30 mm * 2, crossly and caudally. C-arm use and interpretation. Allograft use *2, mitek *4. Autograft harvest, left iliac crest. Norian left hip reconstruction. Arthrodesis at l5-s1 transverse processes bilaterally. Bone morphogenic protein use, left. As per-op notes, "....a linear incision was done and carried down through the skin and subcutaneous tissues, down to the level of the fascia on the left. Supraficial dissection with left iliac crest bone graft harvest with bone waxing, norian cement, surgicel fibrillator, and closure with 0 vicryl interrupted. The patient then had opening of the fascia and muscle to expose the transverse processes of l5 and s1 bilaterally. Over this area, de-cortication and drilling, followed by placement of autograft on the right and allograft on the left, wrapped in bone morphogenic protein, held down with mitek anchors. Autograft was laid down before the allograft was cinched down. Prior to the placement, the patient had a full laminectomy of l5 and medial facetectomies bilaterally with diskectomies. The dural tube and nerve root of l5 was gently held out of place. The patient then had diskectomies performed bilaterally with a 15 mm blade and then pituitaries, and then followed by a 9 mm rasp scraper, followed by a trial, followed by a 9 mm real bone being planted flush with the end plates. The patient then had placement of gelfoam on both sides and then placement of bone. The patient had instrumentation with previous ap usage of the c-arm to mark the entry points. The s1 entry points had to be shifted caudally a little because of the gantry tilt. The patient then had, am8 followed by pedicle finder, followed by ball probe, followed by ball probe again, and followed by 35 mm screws placed at l5 and 30 mm screws at s1. The patient then had placement of the rods bilaterally and 1 rod angle connector on the left, and then crossly and caudally. The patient had preclude placed over the dura, with surgicel fibrillator over it, and t hen the closure over a drain...." The patient was taken to the recovery room in stable condition. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.